Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the large needle driver instrument holder rotated on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.